Event description:
A customer contacted beckman coulter inc., (bci) and reported that while troubleshooting the central processing unit (cpu) on unicel dxc 800 pro synchron clinical system they observed a burning smell coming from the back side of the instrument. No injury was reported on this issue.

Manufacturer narrative:
A customer technical support (cts) advised the customer to do a shut down and turn off the system. A field service engineer (fse) inspected the instrument and found char marks on the power plug and receptacle. The fse inspected the power supply, isolatran, harness and power switch and they showed no damage. The fse removed damaged portion of cabling and installed a temporary repair. The instrument was rebooted with no errors.